Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19mar2020.

Event description:
It was reported that the alarm silence and reset buttons were unresponsive. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer calibrate the touchscreen. The customer calibrated the touchscreen and the issue was resolved.